Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use-used to treat an aneurysm. Used after expiration date. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, it was noted the sds was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. It was reported that the graftmaster stent was used after its labeled expiration date (use by date). Based on the finished product history record, the reported lot number 508924 is associated with a 3 year shelf life and an expiration date of (B)(6) 2010, which is prior to the reported date of occurrence ((B)(6), 2011). The graftmaster instructions for use (IFU) states use the device prior to the use by date specified on the package. It was reported the graftmaster stents were used to treat a large aneurysm in the proximal rca. It should be noted that the graftmaster otw IFU states, the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. The other graftmasters are being reported under separate medwatch report numbers.

Event description:
It was reported that the patient presented with an inferior st elevation myocardial infarction and was taken emergently to the catheter lab. Per angiogram, the right coronary artery (rca) had a large aneurysm in the proximal rca (prca) with thrombus present from the ostium to the mid rca (mrca), occluding the entire vessel. Angioplasty and vessel aspiration were ineffective. A 4.0x19 mm jostent graftmaster was delivered to the distal aneurysm and deployed at 18 atmospheres (atm). A 3.5x19 mm jostent graftmaster was delivered to the proximal aneurysm. A 4.5x19 mm jostent graftmaster failed to cross through the proximal stent, became stuck, and was deployed in the prca at 18 atm. Next, a 3.5x19 mm jostent graftmaster failed to cross the proximal stent; however, a 3.0x19 mm jostent graftmaster crossed through the stent and was placed between the distal and proximal stent, but was unable to overlap due to the geometry of the stents. There was still some antegrade flow into the proximal aneurysm so a 4.5x19 mm jostent graftmaster was deployed at 20 atm. The only area of concern that remained was the area between the 3.0x19 mm and 4.0x19 mm stents that were not overlapping, so a non-abbott bare metal stent was deployed to cover the gap. There was still a trickle of flow into the aneurysm, but the flow in the vessel was timi 3. The procedure was completed with the patient stabilized. Recovery was uneventful. There was no additional information provided. The 3.5x19mm stent, lot number 508924 was known to be expired at time of use.